Event description:
A malfunction with code 16 was reported, causing issues with a pump that also had a button or charging problem. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the caller was instructed to let the battery deplete and return the faulty pump using a pre-paid label. The customer agreed to use mdi as a backup therapy to ensure continued insulin delivery.